Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported, and the device was not returned. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however, the treatment appears to be related to circumstances of the procedure. The IFU deviation would not have contributed to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, indication for use.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a proglide device after an interventional extracorporeal membrane oxygenation (ECMO) procedure with a 17fr sheath. Reportedly, there was no suture found when removing the plunger. Blood loss was noted at the site and a new proglide was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.